Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibiting pacing impedance measurements greater than 3,000 ohms. It was determined that the ra lead had fractured. An invasive revision procedure was performed to extract the lead. No adverse patient effects were reported during the procedure. The scrub technician disposed of the lead following the procedure and the lead will not be returned for analysis.